Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear after insertion, during aspiration there was a lot of air inside the device. To solve the issue the sheath was replaced, and the procedure was completed without patient complications. Regarding the irrigation method, no pressure bag used, it was still not connected to the flush line when the issue occurred. Also, an air leak is present probably from the hemostatic valve. During preparation it was hard to place the dilator in the sheath, it was very stiff. The device is expected to be returned.

Manufacturer narrative:
Visual inspection revealed no outer abnormalities. During preparation for leak testing, an attempt to purge the sheath of air/bubbles was unsuccessful. Air was continuously seen in the sheath shaft. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path.

Event description:
It was reported that a faradrive steerable sheath clear after insertion, during aspiration there was a lot of air inside the device. To solve the issue the sheath was replaced, and the procedure was completed without patient complications. Regarding the irrigation method, no pressure bag used, it was still not connected to the flush line when the issue occurred. Also, an air leak is present probably from the hemostatic valve. During preparation it was hard to place the dilator in the sheath, it was very stiff. The device has been returned for analysis.